Event description:
On (B)(6) 2023, the patient underwent an endovascular treatment of an abdominal aortic aneurysm rupture using gore® excluder® aaa endoprostheses. In this state, the imaging was not able to be confirmed well, a trunk ipsilateral leg was deployed. The flow divider of the trunk ipsilateral leg endoprosthesis was located the neck whose diameter was about 15 mm and the flow divider was compressed. The cannulation to the contralateral gate was difficult but it was success. Two contralateral leg endoprostheses were implanted in each right and left side from the same level at just below the flow divider. The compression of the flow divider was resolved. It was observed that both renal arteries were covered by the trunk ipsilateral leg and the superior mesenteric artery (sma) was also covered partially. A stent was implanted in the sma and the blood flow was confirmed with no issue. After all devices were implanted, the physician decided to do laparotomy to reduce the pressure considering high possibility of the abdominal compartment syndrome because the patient didn¿t have urination and abdominal cavity was distended. The physician stated that coverage of both renal arteries and sma occurred because the stent graft was deployed in rough position using the imaging which was taken while low blood pressure was noted.

Manufacturer narrative:
H6: code c19-a review of the manufacturing records indicated the lot met all pre-release manufacturing specifications. As the device was not accessible, the product history review (phr) review was the extend of the investigation. No device problem was found per review of these records. H6: code b20-the device remains implanted and, therefore, was not available for direct analysis by gore. H6: code a27-used to capture an issue related to patient. Due to patient status, images could not be confirmed well, which led to coverage of both renal arteries and superior mesenteric artery. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.